Event description:
A malfunction alarm was reported during the use of a pump when pumping. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer with loading a new cartridge, but the alarm recurred, preventing the resumption of insulin therapy. Customer reverted to using an alternate method of insulin therapy.